Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as the end of life calculations confirmed g normal device characteristics.

Event description:
Related manufacturer report number: 3006705815-2023-04404. It was reported that the patient was experiencing ineffective therapy due to high impedances one of their leads and their ipg had became inoperable. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated.